Event description:
It was reported that a regional anesthesia infusor overinfused. This occurred during infusion of 250ml of 0.375% ropivacaine in the operating theater following surgery. The reporter stated that the nursing staff noticed that the drug was running through the device faster than usual. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.